Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient remained in the hospital overnight before being discharged the next day. 10-15 minutes post procedure the patient was readmitted to the hospital emergency room after becoming unresponsive. The patient was attempted to be resuscitated, but never regained consciousness and died. The physician believes that the patient died from a pulmonary embolism.